Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred during a revision thr. Nose picker femoral component remover instrument broke (tip broke away). Small tip was retrieved and discarded . Nose picker will be returned without the tip. Instrument still functional and procedure completed with very small delay (1min).